Manufacturer narrative:
The reported complaint of multiple user advisory messages on the autopulse platform (serial (B)(4)) was not confirmed during the initial functional test but multiple ua41 (patient temperature sensor failure) were identified in the archive data log. The ua41 error messages were likely experienced during the device check. Although, the ua 41 error message was not reproduced, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases or a failing temperature sensor. Unrelated to the reported complaint, a cracked front enclosure and battery clip lock on the returned autopulse platform was observed during visual inspection. These type of physical damages most likely attributed to mishandling. During archive data review, multiple user advisory - ua41 (patient temperature sensor failure) were identified dating back to march 2019 till the reported date and therefore, this confirms the reported complaint. As precautionary measure, the temperature sensor was replaced to avoid the re-occurrence of ua41. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use.

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed multiple unknown user advisory messages. No patient involvement.